Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h7, h9.

Event description:
Through journal article "surgical management and long-term outcomes of bia-alcl: a multidisciplinary approach," authors reported bia-alcl with "one patient (6%) who had a concurrent axillary lymph node dissection at the time of capsulectomy for stage 3 (t4, n0, m0) disease." Patient in stage 3 also had capsular contracture, baker grade not specified and lymphadenopathy. The device has been explanted. The manufacturer of the device is unknown.

Event description:
Through journal article "surgical management and long-term outcomes of bia-alcl: a multidisciplinary approach," authors reported bia-alcl with "one patient (6%) who had a concurrent axillary lymph node dissection at the time of capsulectomy for stage 3 (t4, n0, m0) disease." Patient in stage 3 also had capsular contracture, baker grade not specified and lymphadenopathy. The device has been explanted. The manufacturer of the device is unknown.

Manufacturer narrative:
Article citation: vorstenbosch, joshua, ghione, paola, plitas, george et al. Surgical management and long term outcomes of bia-alcl: a multidisciplinary approach. Annals of surgical oncology; 15/dec/2023. The events of lymphoma - alcl, capsular contracture, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. Reason for reoperation: lymphoma - alcl; capsular contracture, baker grade unknown; lymphadenopathy